Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. No a17 alarm or a21 alarm noted. The insulin pump had no display anomaly noted. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husband's insulin pump has been alarming unexpected restart error when the battery is changed. The patient's blood glucose at the time of incident is unknown; however, the patient's blood glucose this morning was 166 mg/dl. Troubleshooting was initiated for the unexpected restart error. The alarm history was reviewed and there were two signal too low alarms and two unexpected restart error alarms. A temp basal was not programmed before the unexpected restart error alarm. The device was not stored or out-of-use for an extended period of time either. The insulin pump was returned and replaced.